Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a gap between the acoustic lens and ultrasound probe. Additionally, due to the damage on the ultrasonic probe and acoustic lens the displayed ultrasound image was defective and had missing elements. These findings were due to wear and tear damage with mishandling and increased use over time. It was observed that there was a cut in the bending section cover, causing a loss in water tightness. It was also observed that the image had white dots due to damage on the charge-coupled device unit. It was also observed that the distal end had a burn. It was observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the suction, air, and water cylinders had discoloration. It was also observed that the universal cord was deformed. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: objective lens and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had damage to the rubber cover on the flexible part of the apparatus. The reported issue was discovered during reprocessing, after the completion of the washing and disinfection cycle in the etd 4 olympus washer. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between acoustic lens and ultrasound probe which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) which state: [warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.